Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: a review of the device history record was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Corrected data: h6: upon further investigation of the device evaluation, it was determined that the root cause was reported as improper maintenance in error. The root cause has been determined to be traced to component failure due to normal wear.

Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. A CAPA has been initiated to address the issue the corroded bearing found on the device, however it was confirmed that the corrosion was due to normal where from poor maintenance of the device. The assignable root cause of the sticking trigger was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the recon sagittal saw device bearing was corroded, the housing was deformed and out of roundness, the moving parts did not move smoothly and were jammed, the lid tightness was not up to specifications, the thread saw blade coupling was damaged and the device could not hold or secure the battery when it was connected. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check the saw blade coupling, check the rotation of the saw head, check roundness of housing, check falling out protection (steel ring), check for sticky trigger, check function with power module and check oscillation frequency with frequency meter. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.